Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy pd effluent. The cause of peritonitis was unknown. The day following the event onset. The patient was hospitalized for the event. The same day as event onset, the patient was treated with vancomycin injection (1gm, intraperitoneal, every 3rd day, ongoing), ceftazidime injection (1gm, intraperitoneal, once daily, ongoing) and amikacin injection (125mg, intraperitoneal, once daily, ongoing) for peritonitis. Pd therapy was ongoing. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
Additional information: b5 and b6. Corrected information: a2. B5: upon follow-up, it was reported that vancomycin, ceftazidime, and amikacin was discontinued after 10 days of treatment for peritonitis. Pd therapy was discontinued and the patient was transferred to hemodialysis(hd). Hd was ongoing. At the time of this report, the patient was discharged from the hospital. The patient recovered from the cloudy effluent, however is not recovered from abdominal pain. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.